Event description:
It was reported to philips that the c-arm geometry movement could not be performed. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure, the procedure was rescheduled to another day. The philips service engineer reached out to customer regarding the malfunction of c arm geometry movement. Customer informed that the geometry module was faulty and had been replaced by a third-party service provider. No further information regarding the issue has been provided by the customer. No service has been performed by philips, as the customer did not request the service. To date, there have been no further reports of this issue.